Event description:
An implant card was received indicating that the patient had a full replacement. The explanted products have not been received to date.

Event description:
The explanted generator and lead were received for analysis. Product analysis for the generator was completed and approved. The pulse generator was explanted/returned due to ¿prophylactic replacement¿. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data dump showed that the impedance was 9323 ohms and changed to impedance of 16400 ohms on (B)(6) 2017 (date of explant) which is in alignment with the fact that there was high impedance prior to the explant of the devices. Product analysis of the lead has not been completed to date.

Event description:
Product analysis for the lead was completed and approved. A portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
It was reported that the patient had high lead impedance. The patient also has increase in seizures along with cluster seizures since his vns is not working properly. Surgery is likely but has not occurred to date.